Event description:
It was reported that an infant developed a severe contusion in the soft palate after being suctioned with an ear/ulcer syringe and wall suction. Customer questioned whether a slight variation in the flagging of the tip of the syringe could have contributed to the event.